Event description:
During the atrial fibrillation procedure, after septal puncture was performed with a non-abbott rf needle (baylis) and it was removed, the blood leak from the hemostatic valve of the introducer was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.